Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the cause of the customer complaint is bad cable unit connector, and the most probable cause of the complaint is cause traced to component olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not connecting to the tower, and it was not clear. The issue was found at preparation for use. There were no reports of patient harm.

Event description:
It was reported that the camera head was not connecting to the tower, and it was not clear. The issue was found at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.